Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the night of the event the patient was sleeping and when he woke up, he noticed the cgm reading was between 1.80 and 2.30 (units unknown), and therefore treated themselves with a correct bolus and went back to sleep. An unknown time after this the patient experienced severe hypoglycemia with loss of consciousness and seizures, and the spouse of the patient injected glucagon. It was stated that the firefighters, most likely called by the spouse, attended the patient, and that the blood sugar reading was 0.68 (unit unknown) upon their arrival. The patient was given an unknown treatment to bring up the sugar level and it was reported that the patient did not go to the hospital. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.